Event description:
Invision-plus junior needleless IV connector was found chipped by the hub of PICC line causing a leak. When replacing the invision-plus junior needleless IV connector, it was noted a piece was lodged into the hub of the PICC line. PICC line removed.